Event description:
It was reported that the customer's blood glucose level was 512 mg/dl. The customer changed his infusion sets and bolused but his blood glucose level only went down by 100 points. He had ketones, was nauseous, and had sharp stomach pains. In the alarm history a no delivery alarm was found. His blood glucose level did not go down after changing the lot number of infusion sets he was using. The customer's mother believed the insulin pump was not giving the correct amount of insulin it said it was giving. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.